Event description:
When the zoll m series defibrillator electrodes were attached to the patient, ECG artifact appeared on the bedside monitor. The defibrillator was off at the time. When the defibrillator was disconnected, the artifact disappeared. Another defibrillator was bought into the room, and functioned properly.